Manufacturer narrative:
It was reported that the tip of the drill had broken. Visual evaluation identified that the distal tip of the device had broken off. Due to the fractured state of the device, functional testing and accurate measurement analysis could not be conducted. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while prying / leveraging the devices. The reported event is confirmed based on the investigation of the returned product.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a hip arthroscopy procedure the drill bit broke in two places. All was retrieved from the patient. It was replaced with another ar-6585d and the case was completed with no further issues and the patient is fine to date.